Manufacturer narrative:
Investigation results: a visual analysis of the complaint device revealed that the balloon lumen was blocked with saline/contrast media. Functional analysis of the complaint device was unable to be performed due to the lumen blockage. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a dilatation procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the stricture was dilated successfully; however, the balloon failed to deflate. Eventually, the inflation medium was able to be fully removed. The device was removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a dilatation procedure performed in the common bile duct (cbd) on (B)(6) 2016. According to the complainant, during the procedure, the stricture was dilated successfully; however, the balloon failed to deflate. Eventually, the inflation medium was able to be fully removed. The device was removed from the patient, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.